Event description:
A 2.25 mm diameter x 18 mm length endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a distal lad lesion. Lesion morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the physician implanted 2 endeavor resolute drug-eluting stents successfully in the proximal and mid lad. The physician inserted the endeavor resolute 2.25 x 18; in an attempt to reach the distal lad lesion. While advancing the delivery system through the previously two deployed stents the physician was experiencing resistance. It was reported that the stent caught on one of the two previously deployed stents and dislodged from the delivery system. A micro driver 2.25 x 18 was used to crush the endeavor resolute towards the two previously deployed stents. The pt is reported to be fine. Please note that this device is distributed outside the united states.

Manufacturer narrative:
Other, secondary intervention - eval results: stent dislodgement.